Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 android smart device. However, data for the g6 ios smart device was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 android smart device. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. Sharelogs were provided. However, the data received reflected the g6 ios smart device. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.